Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries twelve years ago, she has difficulty reading because the letters seem to jump. She also reported that color perception is different in each eye. Colors seem to be warm shades in one eye and cool shades in the other. The consumer also has noticed an increase in floaters since having a yag laser procedure performed in both eyes seven years ago. She reported that she has seen at least four ophthalmologists and an optometrist and has been told that the lenses "did not look right." The consumer reported she has a pre-existing history of diplopia caused by grave's disease. She has been prescribed glasses with prism to correct the diplopia, but she has not had the prescription filled. The consumer also has a history of basil cell carcinoma of the eyelid on the right eye which was removed and she has received radiation treatments to both eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information on 07/12/2012, 07/18/2012, 07/25/2012, and 08/01/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).